Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Transient ischemic attack (tia) and neurologic deficit may occur during this type of procedure and are listed in the xact instructions for use as a known potential adverse event associated with the use of the product. There was no device malfunction reported. Based on the available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, could not be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that one day post stenting procedure in the right internal carotid artery, the patient experienced a transient ischemic attack described by the neurologist as left sided neglect that was treated with ace inhibitor medication. The patient's condition has improved, but is continuing. Three days post procedure the patient was transferred to a skilled nursing facility. No additional information was provided.